Event description:
Revision of optetrak components. The reason for revision was not reported. This event occurred outside of the u.s, in (B)(6).

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device catalog and serial numbers were not reported precluding a review of the device history record.